Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that during transition from the or to the ICU the anesthesiologist paused the insulin infusion however noticed that the infusion free flowed. The customer stated that ¿the staff was not certain if the device was started by someone during the transition from the or to the ICU but the belief is that it started without the staff programming". Although requested, no additional information about the patient or event provided.